Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt had a 75% lesion in the obtuse marginal branch. The lesion was heavily calcified and highly tortuous. Severe flexion and heavy calcification were observed from the ostium of the left circumflex towards the target lesion. The lesion was pre-dilated, and then a 2.5 x 18mm cypher stent was delivered, but would not cross the lesion. Therefore, the lesion was pre-dilated again and the cypher was re-delivered, but the physician still had difficulty advancing the cypher. In order to conduct pre-dilation again, the unit was removed from the pt and the physician confirmed that the stent was flared at the distal end. Although the physician had difficulty, redelivering it several times, the procedure was successfully finished with the implant of a different cypher. There was no pt injury reported. It was noted that the physician did not notice any anomalies prior to use.